Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where there was a pericardial effusion. There was no difficulty at the transseptal puncture step, but it was kind of a blunt puncture of the sl1 sheath with its dilator while the brk needle was still unexposed. The transseptal puncture was performed on mid fossa posterior; 36mm height. Throughout the procedure, there was no communication from the implanting team that there were issues with navigating/positioning/usability issues of an edwards device. The pericardial effusion was seen approximately 15 minutes after the guide sheath was pulled out. The fluid was drained with a pericardiocentesis. The patient was stable. The perceived root cause of the event is unknown, and it is unknown if the edwards guide sheath or the implant system contributed to the injury.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The complaint for difficult/unable to insert device into transseptal puncture location was confirmed with other empirical evidence. Pericardial effusion (pe) is a known potential adverse event for teer procedures. Certain procedural factors such as excess manipulation or improper bailout could lead to unwanted damage to anatomy. There is no information that indicated these specific factors directly resulted in the event. No manufacturing non-conformities were identified as no product or imaging were returned. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Available information does not suggest a specific cause that may have contributed to the reported event. A definite root cause is unable to be determined.